Event description:
Rptr complains of tumors, capsular contractures, fatigue, aches and pains in joints, arthritis, autoimmune problems, physical impairment on left side, lung cancer, muscle inflammation, cystitis, infection in breast, tremors or muscle spasms, ruptured implants, rashes, skin abnormalities, burning pain in chest, breast, arms, ribs and abdomen, dry mouth and vagina, joint swelling and tenderness, enlarged lymph nodes, muscle aches, pains and weakness, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, night sweats, nose and mouth ulcers, low grade fevers, and tingling in legs, arms and elsewhere. (Same rptr referred to in 1002191 and 1002192.)